Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 05-oct-2023, a spontaneous report from the united states was received via email regarding a 48-year-old female who used a thermacare neck/shoulder/wrist heat wrap. On 09-oct-2023, the consumer provided additional information. On (B)(6) 2023, the consumer applied a thermacare neck/shoulder/wrist heat wrap to her neck for an unspecified indication. Approximately three hours after using the product, the consumer felt the heat wrap was getting a little too warm, subsequently, she removed the product. After she removed the product, she noticed a burn across the back of her neck up to her hair line along with two large blisters. The blisters were watery. For treatment she applied neosporin. As of (B)(6) 2023, her symptoms had not improved, and she anticipated contacting her primary care doctor due to the increased risk with her diabetes.